Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported receiving a check vent battery alarm. Put in another battery and the alarm continued. There was patient involvement but no reported harm..

Manufacturer narrative:
The fse confirmed the reported problem. The customer replaced the battery prior to the fse¿s arrival and still received ¿battery failed¿. The fse ordered and replaced the power management board and the battery. The unit passed the required performance verification test, the electrical safety test and the battery test.

Manufacturer narrative:
Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. (B)(4).